Event description:
It was reported the catheter ruptured during onyx injection. No patient injury reported. Same event as MDR# 2029214-2012-00038

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event. Model# and lot# of other onyx involved: model: 105-7000-060, lot: 9508328 - dom: 10/28/2011 - exp: 9/1/2014. (B)(4).